Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient just got a new implant a week ago. Patient is having an issue and is in a lot of pain. The extreme pain stated last night, and they could hardly walk to the bathroom during the night. They said they couldn't have walked to the car this morning if needed to. Patient took hydrocodone this morning and feels better. Patient has a post-surgery appointment with the healthcare provider (hcp). The patient was asked that if they turned down the stimulation, if the pain went away, however, patient said no, it is not about the stimulation, it is not that kind of pain. The pain is at the implant all the way down the leg like a dull ache. When they get up to try and walk, there is pain somewhere in her hip. The patient said when standing up, the device is laying the wrong way, it pokes out. They can lay the stimulator back down right with their hands. The issue was not resolved through troubleshooting.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the device poking out was unknown. The patient had a revision on (B)(6) 2021 and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.